Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: radiographer. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a bleeding embolization procedure via 5 french 45 cm destination, when withdrawing the insertion sheath after locking the angio-seal anchor, the device cap separated from the sheath. The physician evaluated that the collagen went to subcutis, the patient was stable, and there was no patient harm or injury. Hemostasis was achieved by manual compression. The event occurred during use on patient/during placement. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No pre-deployment angiogram was performed. There were not any issues with insertion, deployment, or withdrawal of the device. The estimated blood loss was 50ml. There were not any concomitant medical products used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, carrier tube, and header bag. The device was subjected to visual analysis. The device appears to be in used condition. The carrier tube is in rear lock position, with the suture fully deployed. The clear and black stop markers are present on the suture. The tamper tube is present but removed from the suture. The anchor is not present. The suture appears cut. The hemostasis sheath contains the bypass tube. The returned sample was fully deployed, with the sheath and carrier tube separated. Therefore, the complaint can be confirmed for sheath and carrier tube assembly difficulty. The exact root cause cannot be determined. The likely cause is the sheath and carrier tube were not fully assembled, which led to them separating when pulling back on the device for deployment. Review of the device history record (DHR) showed there were no issues noted during the manufacturing of the product that could have contributed to this complaint condition. No action is recommended since this risk evaluation is within the predetermined limits.